Manufacturer narrative:
The tempered glass was contained to the washer door frame and did not shatter out into the washer or floor. A steris service technician inspected the washer and found the obstruction bar was not secured properly. The obstruction bar's retaining screw had loosened causing the bar to detach from the washer on one side. The technician replaced the chamber door and assembly, tested the washer and confirmed it to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that their washer door dropped down subsequently causing the tempered glass to shatter. No report of injury or procedural delays or cancellations.